Manufacturer narrative:
Company comment: the serious unexpected events of still's disease, atypical haemolytic uraemic syndrome, renal failure and the non-serious expected event of herpes simplex, and the non-serious unexpected events of illness, hypertension, platelet count decreased, and haemoglobin decreased, malaise, pyrexia, oropharyngeal pain, oral pain, joint swelling, and pain were considered possibly related to the treatment. Seriousness criteria includes life-threatening condition, hospitalization and required medical interventions to prevent permanent damage. Potential root cause includes the underlying autoimmune disease which was potentially triggered by the filler treatment. Serious event of renal failure, and non-serious events of hypertension, platelet count decreased, and haemoglobin decreased were secondary events to atypical haemolytic uraemic syndrome. Other non-serious unexpected events were secondary to still's disease. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported and a follow-up on the lot number was performed but the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 25-oct-2023 by an adult female patient (born in 1958), concerning herself. The medical history of patient included autoimmune diseases. The patient was diagnosed with a mild form of fibromyalgia long before the outbreak of stills in 2013. No information about history of allergies was been provided. The patient stated that she had up until 2017 received approximately 30 restylane treatments and she started with the use of restylane approximately five years prior (around 2008) to the first episode of morbus stills. On an unknown date in 2013, the received treatment with 1.5 ml of restylane nos, 1 ml to cheeks and 0.5 ml to lips and unspecified amount to nasolabial folds (unknown lot number, injection technique and needle type). Some day after the restylane treatment in 2013 and before she started to feel ill, the patient experienced herpes simplex rash (herpes simplex) on her lower lip, which was not there prior to the restylane treatment, and she had not suffered from any cold or other infections either. The patient was always very careful to be fully healthy before she received the restylane treatments. Two to three days after the restylane treatment in 2013, the patient started to feel unwell/general malaise (malaise). She had general malaise or was very ill/feeling of sickness (illness). A few days later, the patient experienced a very strong pain throughout her whole body (pain) that came in waves several times a day. She also had fever peaks (pyrexia) that came and went throughout the days. Thereafter, the patient was hospitalized for three weeks. The patient received several treatments at the hospital, such as morphine [morphine] for the pain and cortisone [cortisone] in high doses, perhaps 30-40 mg daily, but she could not remember the exact dose. Then the patient got gradually better and was discharged from the hospital. The patient could not remember if she was given any medication to continue with after discharge, maybe regular painkillers if needed. According to the patient, she experienced her first episode of the autoimmune disease morbus stills (still's disease) in 2013 when she became very ill and was hospitalized after the restylane treatment. At this point, in 2013, the physicians did not know that it was morbus stills that the patient was suffering from. On an unknown date in 2014, the patient received treatment with 1.5 ml of restylane nos, 1 ml to cheeks and 0.5 ml to lips and unspecified amount to nasolabial folds (unknown lot number, injection technique and needle type). A week after the restylane treatment in 2014, the patient experienced the second episode of the stills symptoms. This time, she did not experience a herpes simplex infection. The patient experienced the same symptoms of stills as in 2013, but this time also experienced a very sore throat (oropharyngeal pain), and it was painful to open mouth (oral pain) and one of her knees got swollen (joint swelling). The patient received high doses of morphine and cortisone, and was diagnosed with stills even though some symptoms, such as the skin rash was missing, and the physicians began to suspect that the restylane treatment was the trigger. The patient asked not to be prescribed with any biologic drug for autoimmune disease, because she was very afraid of that and its side effects. They agreed that she could try only to be treated with cortisone and for some time after the discharge from the hospital, she was on high daily doses of cortisone. The patient did not remember the exact doses and for how long she continued with it, but she phased the treatment out very slowly and gradually. The patient tried to discontinue the treatment a little too suddenly a few times and then she experienced some minor sensations or relapses of the same still's symptoms as before, but which disappeared as soon as she increased the cortisone dose again. After the remission in 2014, the physicians started to understand better and despite a specialist stating that the patient lacked some classic symptoms such as developing a rash, which was very common at remissions, she was diagnosed with morbus stills considering the other symptoms. The patient had further stated that the morbus stills disease was new to her and despite warnings from her physician, she could not fully believe that it had been triggered by the restylane treatments. On an unknown date in 2017, the patient received another treatment with 1.5 ml of restylane nos, 1 ml to cheeks and 0.5 ml to lips and unspecified amount to nasolabial folds (unknown lot number, injection technique and needle type) despite being aware of the physician's warnings. During that time, the patient was no longer being treated with cortisone. The new physician tested a small amount of restylane at another area on her body to see how she tolerated it the first time after the long break from treatments, and it went well. Thereafter, the patient started receiving treatments with restylane again. One week after the last treatment in 2017, the patient became sick in a rare and life-threatening disease called atypical hemolytic uremia (atypical haemolytic uraemic syndrome) with symptoms such as kidney failure (renal failure), platelets falling apart (platelet count decreased) throughout the body, increased blood pressure/high blood pressure (hypertension) and decreased values of hemoglobin to around 60 (haemoglobin decreased). The patient was hospitalized for approximately three weeks again. She had such bad kidney failure that she had to receive dialysis every other day and a lot of other treatments such as cortisone. When she was discharged, it took a long time, about 8 months, before she was fully recovered. The kidneys had regained their full capacity by the time she was discharged from the hospital, and the patient was lucky that the treatment had worked well for her. At discharge, the patient was given high doses of cortisone and two different types of drugs for high blood pressure but she did not remember the duration of those treatments. The patient further reported that she was treated with ciprolex [ciprofloxacin hydrochloride], voltaren [diclofenac] and citodon [codeine phosphate; paracetamol] x 2, as concomitant medications when receiving the restylane treatments that she took in connection to morbus stills and atypical hemolytic uremia being triggered in 2013, 2014 and 2017. The patient had further stated that the professors, hematologists, and senior physicians at the hospital, had all questioned why the patient had suffered from this disease as it normally was triggered by pregnancy, childbirth, severe infection, chemotherapy treatments etc., but nothing corresponded with the patient's medical history. The patient informed everyone at the university hospital that she had fillers done that week. The patient further stated that she survived because she was helped and treated at the right time. The patient also added that both diseases needed a trigger to be activated and that the patient needed to have a predisposition for them. According to the patient, she did not have any other triggers than restylane. The patient did not know the full brand name and variant of the restylane products that were used, but she knew that in the lips, it was the more viscous variant that was introduced to the market during the years she used the products. She always only used restylane. The patient was very unhappy about the fact that she was not able to use fillers anymore as it improved her appearance a lot. She has instead done a few coolpeel treatments, which was a form of deeper laser. Today, the patient was feeling normal and healthy, but she was constantly afraid that there will be another relapse. The patient did not take any medicinal products apart from some regular painkillers sometimes for her mild fibromyalgia, and currently she did not suffer from it very much. Outcome at the time of the report: morbus stills was recovered/resolved. Atypical hemolytic uremia was recovered/resolved. Kidney failure was recovered/resolved. Herpes simplex rash was recovered/resolved. Very ill/feeling of sickness was recovered/resolved. Feel unwell/general malaise was recovered/resolved. Very strong pain throughout her whole body was recovered/resolved. Fever peaks was recovered/resolved. Sore throat was recovered/resolved. Painful to open mouth was recovered/resolved. Knees swollen was recovered/resolved. Increased blood pressure/high blood pressure was recovered/resolved. Platelets falling apart was recovered/resolved. Decreased values of hemoglobin to around 60 was recovered/resolved. Tracking list: v.0 initial, v.1 fu received on (B)(6) 2023 from the patient: events (oropharyngeal pain, oral pain, joint swelling, pain, herpes simplex, malaise, pyrexia) added. Verbatim and coding of event blood pressure increased updated to hypertension. Medical history, hospitalization and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of still's disease, atypical haemolytic uraemic syndrome, renal failure and the non-serious events of illness, blood pressure increased, platelet count decreased, and haemoglobin decreased were considered unexpected but a causal relationship to the treatment cannot be ruled out. Seriousness criteria includes life-threatening condition and hospitalization. Potential root cause includes the underlying autoimmune disease which was potentially triggered by the filler treatment. Serious event of renal failure, and non-serious events of blood pressure increased, platelet count decreased, and haemoglobin decreased were secondary events to atypical haemolytic uraemic syndrome. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 25-oct-2023 by an adult female patient (born in 1958), concerning herself. The medical history of patient included autoimmune diseases. No information about concomitant medication, or history of allergies has been provided. The patient had previously received treatment with restylane in 2008 (approximately five years prior to the first episode of event). In 2013, the patient thinks she received treatment with 1.5 ml of restylane nos, 1 ml to cheeks and 0.5 ml to lips and unspecified amount to nasolabial folds (unknown lot number, injection technique and needle type). One week after treatment in 2013, the patient experienced first episode of the autoimmune disease morbus stills (still's disease) and she became very ill/sick (illness) and she had to be hospitalized for three weeks. At this point, in 2013, the physicians did not know that it was morbus stills that the patient was suffering from. In 2014, the patient received treatment with 1.5 ml of restylane nos, 1 ml to cheeks and 0.5 ml to lips and unspecified amount to nasolabial folds (unknown lot number, injection technique and needle type). Unknown time later, in 2014, the patient had her next large remission of morbus stills and it came in conjunction with a restylane treatment. After the remission in 2014, the physicians started to understand better and despite a specialist stating that the patient lacked some classic symptoms such as developing a rash, which was very common at remissions, she was diagnosed with morbus stills considering the other symptoms. The patient further stated that the morbus stills disease was new to her and despite warnings from her physician, she could not fully believe that it had been triggered by the restylane treatments. In 2017, the patient received another treatment with 1.5 ml of restylane nos, 1 ml to cheeks and 0.5 ml to lips and unspecified amount to nasolabial folds (unknown lot number, injection technique and needle type). The patient stated that she has been treated with restylane approximately 30 times between 2008-2017. One week after the treatment in 2017, the patient became sick in a rare and life-threatening disease called atypical hemolytic uremia (atypical haemolytic uraemic syndrome) with symptoms such as kidney failure (renal failure), platelets falling apart (platelet count decreased) throughput the body, increased blood pressure (blood pressure increased) and decreased values of hemoglobin to around 60 (haemoglobin decreased). The patient had further stated that the professors, hematologists, and senior physicians at the hospital, had all questioned why the patient had suffered from this disease as it normally was triggered by pregnancy, childbirth, severe infection, chemotherapy treatments etc. But there was nothing corresponding with the patient's medical history. The patient informed everyone at the university hospital that she had fillers done that week. The patient further stated that she survived because she was helped and treated at the right time. The patient also added that both diseases need a trigger to be activated and that the patient needs to have a predisposition for them. The patient had no other triggers than restylane, according to her. The patient was treated with ciprolex [ciprofloxacin hydrochloride], voltaren [diclofenac] and citodon [codeine phosphate; paracetamol] x 2 as concomitant medications when receiving the restylane treatments that she took in connection to morbus stills and atypical hemolytic uremia being triggered in 2013, 2014 and 2017. The patient was very unhappy about the fact that she was not able to use fillers anymore as it improved her appearance a lot. She has instead done a few coolpeel treatments, which was a form of deeper laser. Outcome at the time of the report: morbus stills was recovered/resolved. Atypical hemolytic uremia was recovered/resolved. Kidney failure was recovered/resolved. Very ill/sick was recovered/resolved. Increased blood pressure was recovered/resolved. Platelets falling apart was recovered/resolved. Decreased values of hemoglobin to around 60 was recovered/resolved.